Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. MFR. Reference report#1627487-2018-00282. The patient has two scs systems (thoracic and occipital). It was report the patient experienced ineffective therapy due to high impedances (occipital system). As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the occipital leads were explanted and replaced with different models which resolved the issue.